Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a crack on the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wires, the bending section cover adhesive was cracked, the water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses was peeled, the paint on the suction cylinder was peeled, the control unit was discolored, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the gap in the adhesive between the plastic cover and distal end could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the evis lucera elite duodenovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap in the adhesive between the plastic cover and distal end. The report is being submitted due to the defect found during evaluation.